Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up and burned doctors thumb. Thumb healed fully. During product eval it was found that the bearings are gritty and top end of the head is bent in at back cap. This causes the head to heat up. Exemption number (B)(4). Kavo dental gmbh (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up and burned doctors thumb, pt was not affected.